Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the switches not working properly likely occurred due to a poor contact of circuit or water invasion on the device. The root cause of the pierce nozzle could not be identified. Correction: per the legal manufacturer, there is no potential for this issue (the nozzle was pierced and switches not functioning) to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. All camera switches were not working. The device evaluation found a leak from the scope locking pin, a pierced nozzle, the distal end insulation was out of standard, dents/scratches on the distal end plastic cover, cracked glue on the bending section adhesive, a chip on the objective lens, a crack on the light guide lens, and the control knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had a broken switch. The camera button would not work. Additional devices were being used at the time of the event, however, the customer was unable provide specific details. There was an unspecified delay in the procedure but the procedure was completed. It is unknown if the procedure was completed with the subject device or a similar device. Inspection and testing of the returned device found that the nozzle was pierced. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.